Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (contralateral approach from the inguinal puncture site) using a prostyle device after an unspecified procedure. Reportedly, the plunger was extremely stiff and could not be depressed. Another prostyle device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.